Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a medtronic representative regarding a patient to be implanted with cement in an unknown spinal therapy for an l1 vertebral compression fracture. It was reported that the cement was lumpy and became hard prior to use. The cement did not mix well enough and got hard during additional mixing the cement was never implanted. The procedure was successfully completed with a new product. There was no suspected manufacturing issue when the product was opened from the box for the first time. The duration of procedure delay was 60 minutes. There were no patient symptoms or complications as a result of this event. No further complications were reported/ anticipated.